Manufacturer narrative:
(B)(4). The device was not returned to the manufacturer for physical evaluation and the failure mode cannot be confirmed. The entire lot has been sold and distributed. However, an investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, the batch record review confirmed the labeling, material, and process controls were within specification.

Event description:
A peritoneal dialysis (pd) nurse reported that while she was training a patient she noticed a fluid coming out from the cycler door at the end of the pd treatment. The cycler was replaced. Upon follow up, the pd nurse stated that the patient had not experienced any adverse events as a result of this incident. No antibiotics were prescribed and a culture test was not performed. The cassette/tubing set in question had already been discarded.